Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2020-06618, 2017865-2020-06619, 2017865-2020-06620. It was reported that the patient presented to the emergency room in full cardiac arrest. The patient was stabilized and intubated but deceased shortly after. The implantable cardioverter defibrillator was unable to be interrogated. It was noted that in 2018, the device indicated the remaining battery life was two years. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was cardiac arrest, which was exacerbated by patient non-compliance. No additional information was reported.